Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported her son has a damaged insulin pump. Customer has been having high blood glucose levels lately, and the device is cracked on the side and the screen. Customer's blood glucose level was 450 mg/dl, but is now at 181 mg/dl. Trouble shooting was declined because customer is thirteen and his blood glucose levels fluctuate normally. Customer's mother was concerned about the cracks and does not want moisture to get inside. She believes the device is working because customer took a bolus and his blood glucose is going down. The device has a large crack on the lower left of the lcd screen and from the right hand corner across the battery compartment. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.